Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. The patient had a pre-existing indentation on the p2 segment of the mitral valve. Approximately four months after the initial pascal procedure, the patient experienced a worsening of mitral regurgitation (mr), progressing to severe (grade 4). The patient underwent a re-intervention and a pascal precision ace device was implanted in the medial anterior-posterior (a2/p2) position, oriented at 11-5 clocking. Following the procedure, mr was successfully reduced to moderate (grade 2). The worsening of mr was considered more likely related to the unconventional implant orientation, which further accentuated the cleft-like indentation and widened the gap further. No tissue damage was reported. As reported, simultaneous grasping and conventional clocking were not feasible due to tethered leaflets. Patient's final outcome was stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h4 and h6 (component code, device code (corrected), type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labelling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for worsening mitral regurgitation and incorrect implant position was confirmed with empirical evidence. Available information provided suggested that patient conditions (i.e., indentation on the p2 segment, wide gap, tethered leaflets) and procedural factors (i.e., unconventional implant orientation) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.